Event description:
The home pt reported a 2240 alarm during automated peritoneal dialysis with the homechoice machine during drain 1/4. The pt reported that had disconnected from the pt line and the machine moved into drain before the pt connected again causing the alarm. The pt then attempted, in error, to reconnect. The treatment was discontinued and restarted with new supplies. There is no pt injury or medical intervention reported with this issue according to the healthcare professional.